Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had dislodged post-operatively, and had moved to a peripheral area of the pulmonary artery. Due to patient age, no action was taken at the time of reporting. The patient was placed under observation to assess the risk of device retrieval. The ipg remains in the patient. No patient complications have been reported as a result of this event.